Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient could feel their ins flipping and twisting for at least three to four weeks, and last night, they felt it completely flip over and felt it tug at the lead. They were not sure if this was due to changes to their weight. They could barely feel stimulation sensation, and felt it more towards their rectum instead of the vagina. They were redirected to their healthcare provider to further address the issue. The patient contacted the doctor's office, and they were told they could not see the patient until march, but that they would notify them of any cancellations. The patient mentioned unrelated medical history which included they had taken time off of work because of bruised ribs.

Manufacturer narrative:
Concomitant medical products: product ID: 978b133, lot#: va2gdrk, implanted: (B)(6) 2021 product type: lead. Other relevant device(s) are: product ID: 978b133, serial/lot #: (B)(4), ubd: 29-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.